Manufacturer narrative:
G4: 25mar2020. B4: 27mar2020. The power management was returned to failure investigation (fi) for evaluation. After testing, fi was unable to replicate failure. Cycle testing did not replicate reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 28jan2020. B4: 29jan2020. The field service engineer performed troubleshooting and can't duplicate the reported problem but was able to find battery failure error on the service logs. The field service engineer replaced the battery and power management board as directed by the manual. Performed tests and passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/10/2020.

Event description:
The customer reported a ventilator with a battery failed alarm. There was no patient involvement or harm.